Manufacturer narrative:
H3: the cable assy was returned for analysis. Functional testing; performance testing; and visual/physical examination was performed on the returned cable assy and no failure was found. H6 codes for the system checkout: fdm: 10; fdr: 213; fdc: 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: bi71000475r, serial/lot #: unknown. Product ID: bi30000108, serial/lot #: unknown. A manufacture representative went to the site to inspect the imaging system. The hand switch middle button intermittently worked and the interface cable caused intermittent frame rate errors. The hand switch and cable were replaced. The issue resolved after part replacement. (B)(4). The hand switch was returned to the manufacturer for analysis. Functional testing; performance testing; and visual/physical examination was performed on the returned switch and no failure was found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that during a case, the system was unable to take 2d images and there was no beep, unable to expose with both fluoro and boost fluoro buttons. They rebooted the image acquisition system (ias) and it did not resolve the issue. Swapped between hand switch and foot switch did not resolve. The imaging was aborted and there was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.